Manufacturer narrative:
Additional information: the complaint could not be confirmed as the device was not returned for evaluation. A review of manufacturing records found no related non-conformances or other manufacturing issues, and indicates the product was conforming when it left zimmer biomet control. If further, relevant information is obtained or the device is returned and evaluated, a supplemental report will be submitted.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a paddle shaver broke during surgery. The broken piece was retrieved. The procedure was able to be completed without the use of the device. There were no reports of patient injury associated with this event.